Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500's (mg/dl) and ketones. A manual injection was delivered to stabilize bg levels. Reportedly, customer is very lean and their health care provider is considering changing their infusion set. Recommendation was made to continue to consult with health care provider regarding diabetes management.